Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. Customer reported past event that she had high blood glucose level and hospitalization. Customer reported that they removed the infusion set and the cannula was bent. Customer confirmed that they had changed the infusion set already. Alarm history was checked and insulin flow blocked was detected.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.